Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure. There were no reported injuries to the patient. The device was being used for further dilation post stent placement. The device will not be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
As reported, the balloon of a 5mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure. There were no reported injuries to the patient. The device was being used for further dilation post stent placement. Additional information was requested; however, the information could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82324101 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst at/below rbp¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 5mm x 20mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure. There were no reported injuries to the patient. The device was being used for further dilation post stent placement. The device will not be returned for evaluation. Additional information was requested; however, the information could not be obtained.